Event description:
During right posterolateral thoracotomy with extrapleural dissection, the ethicon echelon stapler misfired. The stapler stapled the lung tissue, but then it did not release the tissue. This occurred on reload #4 of 12.